Event description:
Surgeon was closing the sternum during a coronary artery bypass procedure with zipfix ties and on the most inferior zipfix the locking mechanism would not engage. Surgeon retracted the inferior portion of the sternum to remove the zipfix medially causing the sternum to fracture transversely. Surgeon used another zipfix to repair the fracture and completed the procedure. No additional treatment for the transverse fracture noted at this time. The procedure was extended about twenty five minutes.

Manufacturer narrative:
The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed, no conclusion could be drawn as no product was returned.